Manufacturer narrative:
(B)(4). Eval: method (other): work order search. Results (other) - visual inspection of the returned product showed the lens was split and a piece of the haptic/optic was torn off and missing. There was a clear surgical residue on the lens. A parent/child work order search was performed and there were no similar complaints found. Conclusion - based on the complaint history, work order search and the eval of the returned product, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that a haptic tore as the surgeon inserted a cc4204a collamer plate lens. The lens was removed and another same model lens was implanted without any pt injury.